Manufacturer narrative:
The reported sample was received in opened original pouch, no face mask attached to resuscitator, the reported failure can be verified. The assembly process was performed according to packaging procedures. First, one operator needs to put face mask cover on the patient valve and put them into pouch. After pouch sealed, every spur ii kit undergoes 100% weighing, if face mask is missing, the weight of this kit will exceed the set tolerance, triggering a red-light alarm and a buzzer alarm. And then, another operator puts the spur ii kit into box and place a cardboard lid on the top of facemask connector . After packaging, the fqcs conduct sample inspection for each lot. If the face mask was omitted during assembly, it is easy to detect. And we have reviewed all relevant production records and qc inspection records, no abnormality was found. The customer reported when they found the face mask was missing, the carrying bag was sealed. Based on above analysis, the causes of this failure might be that the face mask was omitted during packaging. But due to limited information the root cause is unknown. We have raised a corrective action to improve this issue, we will keep monitoring.

Event description:
The customer stated when he opened the plastic bag for patient use there was no mask inside the bag. No impact to patient.